Event description:
The jaws of the lyons dissecting forceps fractured during surgery. All pieces were recovered with no patient harm. The procedure was completed with no further incidents.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.